Event description:
I had saline implants in (B)(6) 2006 and they feel like one has a leak and they hurt I want to know if they were recalled. Left serial (B)(6) right (B)(6). Reference report: mw5161922.